Event description:
Pump was reported to have become "hot to touch" while charging using tandem supplies, and no temperature alarms were recorded in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.